Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) frequent alarming for catheter restriction and pausing iabp inflation. There was no patient harm reported.

Manufacturer narrative:
Getinge field service engineer (fse) confirmed catheter used was not made available to fse for inspection. Using trainer and rep catheter, could not duplicate catheter restriction issue after pumping for 20 minutes at 100bpm. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications returned unit to customer and cleared for clinical use. Patient involved but no harm reported.